Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, he has been experiencing high blood glucose in the evenings for the past weeks. Last blood glucose value was 405 mg/dl. Customer wanted to know what adjustments he should make on the insulin pump settings. Customer was advised he can be assisted on the steps to change the settings but the adjustments have to be ordered by his doctor. He was instructed on how to change the basal rates but was advised to get his doctor's approval prior to making any changes. Nothing further reported.